Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose level of over 400 mg/dl and it was addressed with a bolus/manual injections. During troubleshooting with tandem's technical support, it was noted that there were air bubbles in the tubing. Reportedly, the customer changed all the supplies and resumed insulin delivery.